Manufacturer narrative:
The customer's reported complaint of the autopulse platform (B)(6) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message and the driveshaft was unable to rotate was confirmed during initial functional testing and archive data review. The root cause of the reported complaint was the driveshaft not being at the "home" position, due to the sticky clutch plate. The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. In this case, the customer was unable to clear the error message, and at zoll service depot, it was noticed that the clutch plate was sticky, most likely due to the wear and tear of the platform. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data review showed multiple user advisory (ua) 45 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position and the clutch plate was deburred to clear the (ua) 45 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the drive shaft was unable to rotate and unable to clear the error message. Following this, manual CPR was immediately performed. The patient's status information was requested but the customer did not provide a response.